Event description:
This procedure was performed in (B)(6): after preparing and flushing the protege everflex stent system, the stenosis was crossed. The physician tried to deploy the stent; however, there was a lot of difficulty. After further effort, the stent did not deploy, so they tried removing the system. The physician could not remove the system, so a vascular surgeon was called to cut the stent off. The stent was cut off and the vessel successfully sutured. No injury to the pt was reported.